Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) timing alarm was going off and ICU rn was unable to update it. The rn call for help and during the call she also noted a unable to calibrate message. They have tried resolving these messages going to semi auto, but then back to auto and then transferred patient to a different pump. It was recommended she go into semi auto to get the unable to update timing message to go away, which it did. There was no harm to the patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge feild service engineer (fse) reported that the customer were having issues with calibration. Fse performed a cardiosave full pm, calibration,safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. Fse did not seeing an issue with the machine. Returning to clinical use.

Event description:
N/a